Event description:
Patient was in surgery and implanted indwell catheter for on-q (I-flow) pain balloon pump. Balloon ball was connected in surgery and set rate 7ml/hr for each line (dual lines) on 2013. Nurse found the ball was not infusing and no infusion passed through the line even though the rate was set at 7 ml/hr. Surgeon connected another one and the fluid in the balloon was moving again.